Manufacturer narrative:
The cause of the discordant percent thyroglobulin recovery results between the immulite 2000 instrument when compared to the alternate platform is unknown. Siemens is investigating the issue.

Event description:
Discordant low percent thyroglobulin recovery was obtained on four patient samples on an immulite 2000 instrument when compared to an alternate platform. The samples were run spiked (with thyroglobulin recovery sample), and unspiked. The percent thyroglobulin recovery was then calculated for the samples. The samples were then tested on an alternate platform. The immulite 2000 recovery was lower compared to the alternate platform results. It is unknown if patient results were reported to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the discordant dilution results.

Manufacturer narrative:
(B)(4). Additional information ((B)(4) 2013): a siemens global product support specialist (gps) confirmed from the customer site was using the immulite thyroglobulin recovery module with the immulite 2000 thyroglobulin assay. The immulite thyroglobulin recovery module has been validated for use only with the immulite thyroglobulin kit and has not been validated for use with the immulite 2000 thyroglobulin assay. The cause of the low percentage thyroglobulin recovery was due to the off label use of the thyroglobulin recovery module by the customer. The instrument is performing according to specifications. No further evaluation of this device is required.